Event description:
It was reported that the pt had a food intolerance. Despite dilatation and corticoid administration, the food tolerance continued. During the hospitalization, the event was aggravated. The band was removed. Culture on the sample was negative and no infection was detected. There were no other pt complications.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.